Event description:
It was reported that the atrial lead warning has been triggering since 2011, and the atrial lead has exhibited low impedances and undersensing. The lead was previously reprogrammed, and has since been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024, implantable pacing lead - (B)(6) 1998. (B)(4).